Event description:
Patient filter on IV tubing was found to be leaking, slightly. Patient pointed it out to the nurse and nurse noticed that both IV filters were slightly leaking when glove or tissue was put over the filter (there would be wet spots). No visible crack. Looked to be at the part of the square filter where there is a circle. Two filters were changed out sterile as best could be done. Fluids infusing were lidocaine, dilaudid pca, and other IV medications/fluids. No chemotherapy. Patient said she had noticed this happened before. Since then another patient, parents stated this happened to his line the week of [date redacted] but I did not witness it. Bd smartsite 0.2 micron low protein binding filter. Ref (B)(4).